Event description:
It was reported that (B)(6) 2026, a 20mm amplatzer septal occluder was chosen for implant using an 9f amplatzer trevisio delivery system. The atrial septal defect measured 18.6 mm on tee and 19 mm on angiography, and device sizing was determined using balloon sizing under tee and angiographic guidance. During the procedure, tee was the primary imaging modality, and a stability check was performed with no leak observed around the device and no rhythm change noted. During the procedure, it was noted that the device was embolized. The implanter later believed the cause of embolization was under sizing, stating in hindsight that the device should have been oversized. The device completely dislodged from the intended implant site and traveled to the aorta, though it did not cause any obstruction to blood flow. On (B)(6) 2026, the embolized device was identified on tte imaging and subsequently retrieved using a snare. The procedure was then completed using a 26 mm amplatzer septal occluder. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.